Manufacturer narrative:
No unexpected display anomalies noted during testing. The insulin passed pump self-test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had an intermittent button response on the esc button due to flattened dome switch. The connector on lcd board was not unlocked during visual inspection. The insulin pump had moisture damage on keypad traces noted. A cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and broken belt clip slot. A grinding motor noise anomaly noted during displacement test and rewind test due to faulty motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of scratches on the screen of their insulin pump. The customer states that the screen is very dim and the buttons have a delayed response. The customer did not mention any form of treatment for their blood glucose levels. The patient's blood glucose level was 600 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.